Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital alleges that the unit alarmed and stopped to ventilate. It is further alleged that the patient incurred an injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and it was found to function within manufacturer¿s specifications. The logs were downloaded and analyzed. All recorded flow and pressure readings in the logs confirm proper ventilation of the patient is successfully maintained for the entire time that the engstrom was in use. The logs confirm both tidal volume low and apnea alarms were manifesting, however, the alarms appear to be false positives, based on the exhalation flow sensor reading inaccurately low. It was determined that the exhalation flow sensor was more than 3 years old. Per the engstrom user manual, the exhalation flow sensor is recommended to be replaced every 6 months or every 50 cleaning cycles, whichever occurs first. (B)(4).